Manufacturer narrative:
(B)(4). The insulin pump had a unexpected restart test that alarmed, and it reset by itself after a battery change due to a faulty capacitor on the interface board. No other alarm nor lost sensor alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with normal operating currents. No unexpected low battery alarm was noted. The device had a scratched display window.

Event description:
It was reported that the inulin pump alarmed motor error and other alarms after every battery replacement. The customer stated that the alarms wiped the memory of the insulin pump, and that when she had a temporary basal programmed for the first time, her blood glucose reading was 500 mg/dl upon waking up. She noted that the memory wiped was the time and date, not the programming. She observed that he alarms recurred 4 times after every battery replacement. She also reported lost sensor alarms after she changed the battery. Advised replacement of the insulin pump. Nothing further reported.